Event description:
It was reported that a user was switched to inset 23" 6 mm infusion sets without prior notification and experienced persistent hyperglycemia on the ilet, with glucose values around 200 mg/dl for three days and a reported value of 362 mg/dl despite multiple site changes; the medical device problem and device component could not be specified due to insufficient information. Symptoms included hyperglycemia with associated headache and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available and there was insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.